Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 5 of 15 devices were returned for evaluation. We are awaiting the return of 10 devices. Evaluation of 5 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customer.

Event description:
This report summarizes 15 malfunction events where a midwest stylus plus handpiece would not hold burs. No injury resulted in any of the events.